Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was not able use device as it was not delivering insulin. Customer¿s blood glucose level was unknown. Customer¿s mother reported black ink inside the screen. Customer¿s mother stated that the customer was in dance class and often rolls on the floor with insulin pump. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform any testing including the displacement test or verify possible under delivery due to physical damaged to lcd glass. Device received with cracked case at the display window corners and cracked lcd window.